Event description:
It was reported that patient's atrial lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.